Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was loose from the connector and the contacts were worn. The cause for the inability to activate the device is the defective response button. The cause for the defective response button is the loose connection between the response button and the connector and the worn contacts. The root cause for the loose connection and worn contacts cannot be positively identified. No adverse event resulted from the defective response button connector. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.